Manufacturer narrative:
Follow-up # 1 date of submission 05/04/2016-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump black box data revealed a cs 052 call service alarm following a cs 087 call service alarm. A pump reboot was not recorded between the two call service alarms. During a visual inspection of the pump, the battery compartment was observed to be cracked; however, the returned battery cap secured properly to the pump to maintain power. The pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated loss of power or call service alarms. The pump case was removed and no intermittent conditions were observed on the printed circuit board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.